Event description:
It was reported that the left monitor on the 9800 system went black during set up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ground strap was re-installed during the svc call. The system was tested, and found to be working as intended, and put back into service.